Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a trial procedure on (B)(6) 2012. During the procedure, the doctor experienced difficulty placing the lead due to the patient having scoliosis. Post-op, the patient was unable to receive adequate coverage. Reprogramming was unsuccessful. X-rays revealed the lead had migrated. As a result, the doctor removed the lead.